Event description:
Patient with leiomyomatous uterus underwent robotic assisted hysterectomy (myomectomy only) and during surgery, the port seals leaked. Seals were switched/replaced and surgery continued with no apparent delays; no issue with patient.